Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced persistent reflux symptoms and dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti reflux procedure and linx device implantation occurred (B)(6) 2013 at (B)(6) without issue. Uneventful device explant on (B)(6) 2014. Toupet fundoplication completed at time of device explant. Pt in satisfactory condition after explant.